Manufacturer narrative:
A patient displays generator unavailable repeatedly for both ipgs was reported to abbott. The rep was able to meet with the patient and the message was cleared after troubleshooting. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Related manufacturer report number: (B)(4). It was reported that patient was unable to communicate with their ipg's following a ipg replacement procedure on (B)(6) 2022. Troubleshooting was able to resolve this issue.